Event description:
The customer contacted heartsine to report that their device was not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reporting with this event.

Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Information suggests that the device may not be providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. No patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device would not issue audio prompts. The fault was attributed a damaged interior speaker cable. This had been damaged in the region where the rim of the upper case meets the lower case, indicating that the cable had been damaged during pairing of the two cases at manufacture. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.